Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump is powering off unexpectedly. The customer's blood glucose was unknown at the time of incident. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, active current measurement and selftest. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 or pump error 24 alarms noted in the pump trace download. No unexpected low battery alerts noted in the pump trace download, replace battery alerts noted in the pump trace download, replace battery now alarms noted in the pump trace download and high sleep current measurement due to corrosion on all electronic assemblies. Device received with corrosion on force sensor assembly, moisture damage on motor assembly and corroded battery tube.